Event description:
I had essure implanted in (B)(6) 2015. Shortly after implantation I experienced pelvic, abdominal, bone and joint pain. My bones and body would regularly hurt from my knees to my rib cage and it was a deep pain. I also started losing my hair, which I lost about half of it by the time I had essure removed. I gained 20 lbs over 18 months after implantation - this was not normal for me. I am a runner and was running regularly and eating very healthy and in very good physical condition. (14 percent body fat at time of implantation). I also experienced chronic fatigue like I have never before experienced in my life. In addition intercourse was often times painful. And I was as close to depressed as I have ever been - I am normally a very happy and optimistic person. Things don't get me down. During the 2 years I had essure I was not my happy self. I didn't feel like me at all. It's like a switch had been flipped. I had the essure procedure reversed in (B)(6) 2017 as I wanted my body put back the way it was before this nightmare (or at least as close as possible). Amazingly I feel great after removing essure. I am back to my happy self, the fatigue and pain are gone and my hair is even growing back in.